Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the customer not being able to charge the pump battery. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.